Manufacturer narrative:
(B)(4). The sample was returned and evaluated. One sample was received with the original packaging. The sample appeared to be generally clean without any foreign matter build up. The separated component (irrigation valve) was not returned with the sample. The closed suction catheter was examined, and it appeared that the irrigation valve was detached away from the seal cartridge. The manifold adapter of the seal cartridge was then reviewed and it appeared to be free of any deformation, damage or breakages on the area. Root cause of the reported defect is attributed to inappropriate use of the product by the customer. The irrigation assembly is press-fit; this component does not have adhesive and is difficult to separate from the cartridge seal; but the separation can be done by force and then can be reattached manually if required. The device history records were reviewed for the reported lot number m6131t509, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Actions taken: the material was inspected by bushing out of specification and all material with a defect was removed from the process. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the inline suction broke at the installation port. No additional information provided.